Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer states they feel their device may not be working, and they got electrocuted a while back, and the only thing that was not working right on their insulin pump was the time. The customer states their levels have been over 400mg/dl and have had to treat with manual injections. The customer's blood glucose level at the time of incident was 352mg/dl. The customer's most current level was 204mg/dl. The customer states they treated with shots and pump. Troubleshoot was conducted. The customer was not able to remove the cannula at the time, due to not being home. The customer is being sent out tubing clamp, in order to conduct high pressure test and complete troubleshoot.